Event description:
A home patient (hp) contacted global technical services requesting a swap of the home choice (hc) machine. The hp stated that the hc is "doing its own thing" like starting the initial drain as she is trying to reprime the patient line and squirting solution out of the line, will go into the fill mode without asking the hp to connect. The hp stated her nurse requested she have a new machine sent out. The technical service representative (tsr) swapped the hc. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issues were not confirmed in the device logs or duplicated during the evaluation performed by the pal (product analysis lab). The device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The pal evaluated the device. Three priming sequences were performed with no problems encountered. Two short simulated therapies were performed and completed successfully. The crt (cycler remote toolbox) software was used to diagnose the device's pneumatic system. No leaks were detected; all pressures were correct and stable. All digital board voltages were within specification. There were no problems found during an internal inspection of the device. The event log recorded numerous keystrokes indicating that the user was doing something prior to initial drain; however, there is not enough information to make a determination. The assignable cause for the reported issue was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the reported issue. The device met specifications. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.